Event description:
It was reported that the pressure rated ext set, IV connector experienced a loose IV set connection. The following information was provided by the initial reporter: this is a report about the luer lock easily becoming loose. After the luer lock is connected to the catheter adapter (ex. Nexiva) and fixed appropriately, the connection soon becomes loose.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 19046077; d4: medical device expiration date: 2022-04-11; h4: device manufacture date: 2019-04-10. D10: device available for eval yes. D10: returned to manufacturer on: 2021-09-15. H6: investigation summary: one mz5307 sample from lot 19046077 was received in open packaging for investigation. No connecting products were received to assist the investigation. A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting a retained three-way tap from stock to the returned mz5307 sample; a secure connection was found and no inadvertent disconnections were observed throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19046077 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects that could have contributed to the customer¿s experience. As the connecting product in use at the time of the customer's experience was not returned for investigation, it could not be determined if this may have contributed to the customer's experience. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the mz5307 product over the past 12 months. H3 other text : see h10.

Manufacturer narrative:
H.6. Investigation: a mz5303 product was not available for investigation; however the customer indicates that the male luer of the mz5303 product became disconnected from a catheter adapter following connection of the components. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. H3 other text : see h.10.

Event description:
It was reported that the pressure rated ext set, IV connector experienced a loose IV set connection. The following information was provided by the initial reporter: this is a report about the luer lock easily becoming loose. After the luer lock is connected to the catheter adapter (ex. Nexiva) and fixed appropriately, the connection soon becomes loose.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pressure rated ext set, IV connector experienced a loose IV set connection. The following information was provided by the initial reporter: this is a report about the luer lock easily becoming loose. After the luer lock is connected to the catheter adapter (ex. Nexiva) and fixed appropriately, the connection soon becomes loose.